Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that minute ventilation (mv) oversensing was observed on the ra channel with this pacemaker. The patient is implanted with competitor leads. Atrial impedance measurements show an abrupt change from 575 ohms to 891 ohms, and then back down again. Earlier this year, the right ventricular lead also had an abrupt change in impedances from 670 ohms to 1200 ohms, then back down again. Most recently, the lead safety switch triggered in the device due to right ventricular impedances increasing to greater than 2000 ohms. The mv feature will be turned off. No adverse patient effects were reported.